Manufacturer narrative:
(B)(4). Batch # p56c5x. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the staples malformed. During the vats lobectomy, after fired, found the staples malformed. Another like product was used to complete the procedure. There is no report on the patient's injury.

Manufacturer narrative:
(B)(4). Batch # p56c5x. The analysis found that one ec60a device was returned with no apparent damage and with five cartridges reloads present. The cartridges reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Cartridge b, c and d: ecr60d, n57942, fully fired. Cartridge e and f: ecr60b, p55a4g, fully fired., one document on pdf was provided; the document contained four images, first image shows the handles of the device with the batch number p56c5x. Second image shows two blue cartridges, in an aside view, drivers can be seen advanced. Third images shows three white cartridges, on an aside view, drivers can be appreciated. Fourth image shows the proximal part of an anvil, three white cartridges and two blue cartridges with the drivers exposed can be seen. All the drivers on the images show that they were fully fired as the drivers can be seen exposed. Based on the images alone the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion.